Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the exact inaccuracy was unknown as the manufacturer representative (rep) did not see it with their own eyes but the charge nurse stated that they were pointing on the nose and it was showing that it was almost off of the right side of the patient's face.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that no hardware parts were replaced. The system was functioning as intended. Codes b01, c19 and d14 are applicable. H3: analysis was performed for product: 9735736, software version: 2.1.0. It was reported that the logs captured 3 sessions on the date of the issue. The site performed many registrations in all the sessions. Most of them were below 5mm. Archive had 1 CT exam with 119 slices; no plan data was found. Registration data was found with an error metric of 3.7mm. Also, the head of the anatomy was chopped in the archive. Logs did not capture any abnormality related to the reported behavior. It was suspected that the chopped head might have caused the reported behavior. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 2.1.0 h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were issues registering. The touch points shifted off of the model after initializing. Troubleshooting was performed. Three-point touch was noted with no resolution. The three-dimensional (3d) model was edited and looked good. Auto refine was not performed. The site verified that the patient tracker was in the correct place and did not move. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.